Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined as a hardware failure of the ecc touch display. The affected touch display was exchanged and the system was returned to clinical use. No further actions are to be taken at this time.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dta system. The customer reported that the image turned white and no images were visible while the window width continued counting and the ecc was pink. A reboot of the system was unsuccessful and the patient was safely removed from the system and transferred to an alternative system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.